Manufacturer narrative:
Due to patient having multiple implants, it is unknown which implant was being reported brand name intellis; product ID 97715 (serial: (B)(6); implant date: (B)(6) 2022. Brand name intellis; product ID 97715 (serial: (B)(6); implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said she is having a hard time charging the implanted neurostimulator (ins) and seeing error codes . Patient said it keeps giving them recharging needs attention like it is not charging right or charging too slow. Pt states the wires just might be worn out. Patient also said it is so incredibly hard to charge. The issue was not resolved through troubleshooting. A request was sent to the repair department. Pt states it could be the way the one ins is placed with the cords and such wearing down. Pt states this happened before in the past and were sent a paddle.